Event description:
It was reported that patient received letter from surgeon and complains of pain when bending over and standing at the joint site. Pain is localized. He is seeing the surgeon to discuss symptoms.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.